Event description:
It was reported that this right ventricular (rv) lead dislodged. The physician elected to surgically reposition the lead to resolve the event. The patient was stable with no additional adverse consequences. The system remains implanted and in service.